Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms / damaged cable) was confirmed. As received, multiple cables and wires were cut. The cause of the constant gong alarms is the damaged cables and wires. The root cause of the damaged cables and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged cable.